Event description:
It was reported that following a rotor dye study the catheter may have migrated out of the intrathecal space. A catheter revision was being planned. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered was not reported.